Event description:
Information based on a literature article reported the patient underwent mitral valve replacement surgery in (B)(6) 2007 (exact date unknown) for native mitral valve regurgitation, developed congestive heart failure in (B)(6) 2009 (exact date unknown). Transthoracic echocardiogram and cine-fluoroscopy revealed immobilization of one of the leaflets with no apparent thrombus and an elevated gradient. Intravenous heparinization was administered for one week and the follow-up echo showed no changes. A re-op was performed and operative findings revealed circumferential pannus formation. The device was removed and replaced with another manufacturer's bioprosthetic valve. The operation was reported to be uneventful and the patient was discharged 15 days post-op. No further information will be provided.